Event description:
A surgeon reported that a pt developed endophthalmitis five days following implantation of an intraocular lens (iol). The pt underwent vitrectomy and intravitreal antibiotics. The surgeon stated the pt also experienced retinal detachment. Visual acuity (va) prior to the event was 20/200. Current va is count fingers. The outcome of the event was not provided.